Manufacturer narrative:
Device explant date was unintendedly incorrect in the initial report. This report contains correct information.

Event description:
Device 1 of 2; reference MFR. Report# 3006705815-2019-00500.

Manufacturer narrative:
Device brand name was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 2; reference MFR. Report# 3006705815-2019-00500.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00500. Additional information received identified one of the patient's lead was pulled out of the skin. Reportedly, the patient is receiving stimulation with the lead that remained implanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The initial reporter and patient information is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead migration. Surgical intervention may occur later to address the issue. Device information for the lead is unknown at this time.

Event description:
Device 1 of 2; reference MFR report# 3006705815-2019-00500.

Manufacturer narrative:
Patient's gender was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 2; reference MFR. Report# 3006705815-2019-00500.